Manufacturer narrative:
Concomitant medical products: femoral condyle; cat# unknown; lot# unknown; patella; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as device was retained at (B)(4). Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The arthroplasty was revised due to infection and instability. The components were implanted in situ for 1.0 yrs. Condyle, insert and patella were revised. Tray remained implanted. The patient presented with a ucla score of 2, three months prior to revision surgery and maximum score of 4.

Manufacturer narrative:
An event regarding infection and instability involving a scorpio insert was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records and photographs by a clinical consultant indicated: "no clinical or past medical history, no x-rays, no bacteriology report or post-revision follow-up are available, and no examination of the explanted components is noted. There is no evidence that this revision surgery for a periprosthetic infection one-year post implantation was related to factors of faulty component design, manufacturing or materials." -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: a review of the provided medical records and photographs by a clinical consultant indicated: "no clinical or past medical history, no x-rays, no bacteriology report or post-revision follow-up are available, and no examination of the explanted components is noted. There is no evidence that this revision surgery for a periprosthetic infection one-year post implantation was related to factors of faulty component design, manufacturing or materials." A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
The arthroplasty was revised due to infection and instability. The components were implanted in situ for 1.0 yrs. Condyle, insert and patella were revised. Tray remained implanted. The patient presented with a ucla score of 2, three months prior to revision surgery and maximum score of 4.